Event description:
PICC broke off when lifting the baby from mother's arm. When nurse tried to retrieve and d/c the broken PICC from the mother's arm, it broke again. So it broke in two places. The rest of the PICC line was retrieved in one piece.